Event description:
During nissen, harmonic scapel did not seem to coagulate at all causing laparoscopic to laparotomy. Clinical engineering could not duplicate the problem when checking the instrument. No long term harm to the pt.